Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use an endeavor resolute drug-eluting stent. There was no abnormality noticed during inspection prior to use. The target lesion in the mid lad had 90% stenosis, moderate calcification and slight tortuosity. The lesion was pre-dilated once with a 2.5x20 mm balloon at 6atm for 5 seconds. 50% stenosis remained after dilatation. It was reported that during the procedure, a kink was observed and a stent wire was noted to be deformed. The device was removed from the patient. The physician replaced it with another one of the same model to complete the procedure. The physician determined that the reason for the event was that the stent's length was quite long, it's easy to kink and deform. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.